Manufacturer narrative:
(B)(4).

Event description:
The patient received poor stimulation and a loss of therapeutic effect following implant. Impedances had been checked intra-operatively and at the time of this report were greater than 13,000 ohms. The lead was replaced. Further information is being requested at this time.